Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 800.8000. 1. If power on and get a 255-16-275 error every time, try to re-flash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 since the error was log only, recommended to do a pm. Emailed biomed the alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 18feb2016 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement